Manufacturer narrative:
Insulin pump received with no button response due to unlocked lcd connector. Insulin pump received with cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
No blood glucose levels reported. The customer reported that the buttons of the insulin pump were unresponsive. The battery of the insulin pump was reinstalled to no avail. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.